Event description:
The facility reported to baxter an incident of infiltration involving a colleague pump. The pump was used on an infant pt and reportedly, the pt required a skin graft. The staff reported having to routinely set the pump pressure to a minimum setting. Reportedly the infusion sites are visually inspected hourly. The facility reported 6 additional cases of infiltration involving colleague infusion pumps. These 6 additional cases are being reporetd on medwatches numbers: 6000001-2006-12500, 6000001-2006-12508, 6000001-2006-509, 6000001-2006-12513, 6000001-2006-12518, 6000001-2006-12520.

Manufacturer narrative:
The pump is not available for eval. The device has been requested but has not been received.